Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the customer had low blood glucose level and the insulin pump was over delivering. The customer¿s blood glucose level was 42 mg/dl at the time of incident. The customer¿s current blood glucose level was 90 mg/dl. The customer was treated with food for blood glucose level. The customer reported that she woke up with blood glucose level 98 mg/dl so she bolused herself and then her blood glucose went down. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.